Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The white power lead of the system controller was found to have a compromised brown (battery voltage monitoring line) wire at the connector end. Manipulation of the white power lead during testing resulted in "power cable disconnect" alarms, consistent with the reported event. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing "power cable disconnect" alarms. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.